Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker underwent evacuation of hematoma. No loss of pacing or other symptoms was noted. This pacemaker remains in service. No additional adverse patient effects were reported.